Event description:
The pt was having an angio-guided biopsy of the liver when the distal end of the catheter separated into a six-seven cm piece that was in the right atrium. It then slipped into the pulmonary artery. The doctors were able to retrieve it after two hours. The pt was then admitted for obsevation overnight. The pt was discharged home the next day without any harm from this event. The MFR response follows: based on their review they did confirm that a portion of the catheter had separated. It was indicated that subsequent to the initial biopsy, access had to be regained and then upon removal, resistance was encountered. The instructions for use booklet does warn that extreme care must be exercised during manipulation and withdrawal for the catheter to prevent pulling the catheter apart. Additionally, there is a note that indicates care should be taken to prevent damage to the straight catheter during removal through the metal stiffening cannula. Leaving a wire guide through the straight catheter during removal may aid in preventing catheter damage. It is reasonable to suggest based on the known information that the causes leading to this device failure may be procedure related or due to patient anatomy. Based on a review of history over the past three years, occurrence rate for this type of failure mode is 0.04%.